Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim, faded and discolored. The dim/faded display was replaced with a test display; the test screen was found to have normal contrast. Unrelated to the display issue, the keypad was found to be peeling off from the base. All of the keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim/faded and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.